Event description:
It was observed during the evaluation of the colonovideoscope the image noise and the light guide lens had severe debris. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the image noise is due to a loose cable to printed circuit board. Additionally, the root cause of the reported debris is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.